Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the shell would not fit correctly in the acetabulum. Surgeon implanted a 58 mm successfully.